Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has been returned for eval. The investigation is currently underway. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/ reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. The catheter returned for evaluation inserted through a sidekick support catheter. The sidekick support catheter was examined and was buckled in appearance, likely indicating retraction issues. The crosser catheter was examined and the tip was examined under magnification. The outer catheter and guidewire lumen were completely torn and separated from the distal metal tip. As a result of the material separation, the marker band was not aligned with the rest of the catheter. The edges of the separated outer catheter were jagged, possible indicating that the catheter subjected to excessive force. No other anomalies were noted. An attempt was then made to remove the catheter from the sheath. The crosser catheter was unable to be retracted from the sidekick support catheter due to the material separation misaligning the distal tip. Per the reported event details, the distal tip separated from the outer catheter after a few minutes of activation. The reported retraction issues were likely caused by the separated distal tip of the crosser getting caught on the distal end of the sheath during retraction, as damage was observed to the distal end of the support catheter. However, the root cause for the crosser distal tip separating from the outer catheter is unknown.

Event description:
It was reported that during treatment of a cto in the superficial femoral artery, the recanalization catheter and support catheter became stuck. Both devices were removed as one unit. There was no pt injury reported.